Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) site was swollen and was hurting around the edges. The physician suspected infection at the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated and ipg remains implanted and in use. The patient was doing well postoperatively.